Manufacturer narrative:
The complaint of the device's inability to cauterize during the procedure has been confirmed. The visual inspection during analysis found the catheter to be kinked and the needle to be exposed. Although the device is kinked and bent, the device needle is able to retract upon actuation of the handle. The kinks and bends may have occurred anytime after removal of the device from its protective tray, during the procedure and or shipment of the device for return. Therefore, operational context is the most probable cause for the kinks and bends noted in the catheter, during analysis. The device, after retracting the needle, failed both an isolation of electrodes test and a load test. The device was dissected; no anomalies were found that may have contributed to the failure during the testing. The body connector and distal tip copper wire connections appear properly attached. The gold bands are properly attached and also show continuity after testing. The root cause of the reported electrical failure was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the egd procedure, the injection gold probe was advanced down the endoscope and positioned within the stomach to treat a gastric bleed. However, when the physician attempted to apply electrocautery, the injection gold probe would not cauterize the tissue. The device was removed from the patient.; the account reported no visible damage to the injection gold probe. The device had not been tested prior to inserting it into the patient. A second injection gold probe was used along with the same active cord and erbe generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the egd procedure, the injection gold probe was advanced down the endoscope and positioned within the stomach to treat a gastric bleed. However, when the physician attempted to apply electrocautery, the injection gold probe would not cauterize the tissue. The device was removed from the patient.; the account reported no visible damage to the injection gold probe. The device had not been tested prior to inserting it into the patient. A second injection gold probe was used along with the same active cord and erbe generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the egd procedure, the injection gold probe was advanced down the endoscope and positioned within the stomach to treat a gastric bleed. However, when the physician attempted to apply electrocautery, the injection gold probe would not cauterize the tissue. The device was removed from the patient.; the account reported no visible damage to the injection gold probe. The device had not been tested prior to inserting it into the patient. A second injection gold probe was used along with the same active cord and erbe generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.